Event description:
It was reported that the microcatheter was fractured. A renegade hi-flo fathom system was selected for use for a transcatheter arterial chemoembolization procedure for a patient with cancer. During the procedure, the device was unable to cross the angiographic catheter so it was then simply removed. However, the device was noted to be fractured when the catheter was removed outside the patient's body. There were no device fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that the microcatheter was fractured. A renegade hi-flo fathom system was selected for use for a transcatheter arterial chemoembolization procedure for a patient with cancer. During the procedure, the device was unable to cross the angiographic catheter so it was then simply removed. However, the device was noted to be fractured when the catheter was removed outside the patient's body. There were no device fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned fior analysis.the guide wire was stuck inside the inner shaft, as the inner was stretched tight on the wire. Analysis of the tip and shaft included microscopic and visual inspection. Inspection revealed a separation in the outer shaft located 11.2cm from the strain relief, and the inner shaft was stretched 34cm in between the separated outer shaft. Inspection of the rest of the device found no other damage or defect.